Event description:
Happens when inserting guidewire through the vaulerson syringe when inserting into internal jugular, threading guidewire through syringe, the guide wire was getting stuck in the syringe. Able to remove after tugging on device. This has happened with two different physicians MFR made aware. Pulled all kits with this lot #, back to MFR and they were replaced. No pt injuries. MFR states they have not had any other reports of this problem.